Event description:
Event description: guidant received information that the patient with this implantable cardioverter defibrillator (ICD), presented to the hospital after hearing beeping from the device. Subsequent attempts to interrogate the ICD were unsuccessful.